Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of sensing loss and decreasing impedance, the device passed all functional tests on the vxi and all systems tests with the virtual patient testing. It was additionally noted that the cable also measured okay with no fault found. (B)(4).

Event description:
It was reported that during an implant procedure while using the analyzer sensing function was lost and when the pacing came on the impedance dropped on both the atrial and ventricular sides. It was noted that the cables were changed out but with the same result, however when the physician hooked up the (implantable heart) device and checked the leads through it all measurements were within acceptable levels. The analyzer was returned for service and evaluation. No patient complications have been reported as a result of this event.